Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button issue. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer states all of the buttons were not working. Customer had moisture damage from a spray at the park. Customer states the time did not advance after observing. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.